Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported the surgeon observed a banana shaped bubble develop as lasik flap treatment began. The surgeon could tell the flap had not been created fully on the patients right eye. Additional information has been requested.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. Review of the logfiles for the day of treatment shows no errors or relevant warnings that could contribute to the reported event. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The logfile shows the energy is stable during the treatment. No relevant deviation between planed and performed energy is detectable for the treatment. The user operated surgery with the recommended setting. No technical root cause of device was detectable. Patient data review shows that the canal was not allowing the gas to vent. The reason was most probably a too short canal. However, as a result, fluid/gas created by the laser disruption was vented through the opening of the canal (also possible through a vertical gas breakthrough (vgb) right at the hinge position that not clearly visible) and was pushed along the applanation area.this resulted in a bubble between the patient interface (pi) and cornea which caused an uncut area underneath that bubble. In general, it is recommended to extend the canal to the end of the meniscus/end of applanation area. No technical root cause was identified as the product was found to be within specifications. The most probably root cause could be a too short canal. The manufacturer internal reference number is: (B)(4).